Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: quattrode lead wide spaced, 60 cm, model: 3166, UDI:(B)(4), serial:(B)(6) , batch: t00007772

Event description:
Additional information indicates it is unknown which lead was exiting patient's skin.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead was exiting patient's skin. As a result, surgical intervention was undertaken wherein the lead was repositioned to address the issue.

Manufacturer narrative:
Correction: g3 - the date received by manufacturer should have been 15may2026 rather than 21apr2026.